Manufacturer narrative:
Fluent disposable received: visual inspection was performed and it was found that out-flopack housing was cracked. Functional testing was performed and it was found that the device cannot be tested. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a fluent procedure on (B)(6) 2021, the out-flopak broke apart after hitting the next button on the machine to start the priming. No injuries to the patient or staff reported. No other information is available.